Manufacturer narrative:
UDI not available for this system at time of filing. The device was not returned, so no analysis was conducted. The device manufacturing date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the cable was not injecting the image into the oculars. The medtronic representative swapped the umbilical cable with another system and it functioned as intended. The issue was discovered during calibration and the surgeon was aware. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the heads-up display (hud) would not inject in the oculars. The cable was swapped out and hud was restored. Communication and hud were functioning as expected with the new cable. The system then passed the system checkout and was found to be fully functional. The cable was discarded and will not be returned for analysis. If information is provided in the future, a supplemental report will be issued.